Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open bowel resection, the surgeon fired device over bowel, retracted knife blade, but device would not open. After the examination of the product, there was a towel that was closed into the device which did not allow stapler to engage correctly. The surgeon had to cut out the stapler from the tissue and use another stapler to complete the procedure.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted dried tissue locked in the jaws and blue fabric caught in the instrument handle. Visual examination of the staple cartridge noted that the loading unit was fully applied and tissue was locked in the instrument. Functionally, the single use loading unit was reset. The single use loading unit unloaded and loaded repeatedly without difficulty. The single use loading unit and instrument were applied to test media with acceptable results; the knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. It was reported that the jaws of the device remain closed on tissue, and the jaws of the reload did not open at all, not involving tissue. The reported issues were confirmed. The most likely cause was not traced to the device. These issues may occur if fabric is allowed to interfere with the operation of the instrument causing the instrument to lock on tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a diagnostic laparotomy, it was converted to an exploratory laparotomy and while on bowel resection the stapler got stuck. The surgeon fired the device over the bowel, retracted the knife blade, but the unit would not open. The instrument was clamped down and would not open despite multiple attempts to unlock the instrument. After examination of the product, there was a blue towel that was closed into the device which did not allow stapler to engage correctly. The surgeon had to cut out the stapler from the tissue and use another product to complete the procedure.

Manufacturer narrative:
Uf/importer report #: 0500840000-2021-8016 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.